Manufacturer narrative:
Based on the information provided root cause is due to patient condition. The patient had previously undergone multiple abdominal surgeries. According to the surgeon the mesh did not fail. The issue occurred due to the patient's thin abdominal wall and corrective surgery was scheduled to help strengthen the abdominal wall. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that the patient who has previously had two c-sections, underwent surgery for the repair of a hernia that was "too small for mesh placement." The surgeon instead used primary closure with suture. As reported the patient consulted with a different surgeon and on (B)(6) 2016 underwent another hernia repair surgery, with implant of a bard/davol ventralex mesh. As reported the patient was experiencing postoperative complications and a CT scan was performed. It is reported that the doctor stated "the mesh did not fail but due to the patient's very thin abdominal tissue, the mesh has pulled out and away from the abdominal wall." As reported, the patient will undergo a much more extensive procedure where the surgeon will cut the abdominal wall and add mesh to help strengthen the abdominal wall.